Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the main circuit board revealed physical damage. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an assembly issue during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was alarming with a black screen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming with a black screen. The device was not in patient use when the reported event occurred.